Manufacturer narrative:
H3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a lower extremity angioplasty, an approach hydro st microwire wire guide unraveled and separated. Latex gloves were worn, and the wire¿s coating was activated via ¿standard flush technique¿ and kept hydrated prior to use. Access was obtained in the common femoral artery. The wire, which was not altered prior to use, was used one time in either the anterior or posterior tibial artery. The anatomy was not stenosed, tortuous, calcified, or scarred. Resistance was not encountered upon insertion or removal of the wire, and the wire was not pulled backwards through a needle or other metal instrument. The wire unraveled and separated while removing the wire after crossing an area of stenosis, which was not completely occluded. The fragment remains near the ankle, in either the anterior or posterior tibial artery. The procedure was completed. The patient did not require any additional procedures or experience any adverse effects due to this event.